Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review and initial functional testing. The root cause for the mid: 09 error was determined to be a faulty air trap block assembly due to the leaking start-up kit (suk). During visual inspection, no physical damages were observed. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages during reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, during priming, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message due to start-up kit (suk) leak. The customer used another console and suk to continue with the treatment. No patient harm or consequence was reported.